Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Functional testing failed. The root cause of the reported issue was found to be a faulty water pump. Actions were taken to mitigate the reported issue: the pump was replaced.

Event description:
It was reported that the hl-90 was sent in for repair stating an issue of no water circulation and an overtemperature alarm sound. A loose connection was found between the magnet and the pump wheel. No patient involvement.